Manufacturer narrative:
The device remains implanted and will not be returned. If additional information becomes available it will be provided on a supplemental report. Device implanted.

Event description:
It is reported by the surgeon of the hospital, that the locking screw doesn´t grab the shs in the thread. Nail stayed in the patient without locking.

Manufacturer narrative:
Device inspection could not be performed as the device was not available for investigation. The DHR review revealed no discrepancies in manufacturing or material. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. In this case it was reported that finally a set screw was not implanted respectively the situation was left as is. Although the use of a set screw is mandatorily required it has been experienced that some treating surgeons may abandon the use of the set screw which is in their responsibility. Generally, in order to ease set screw insertion a closed tube clip has been developed and is available. However, with available information a real cause could not be determined.

Event description:
It is reported by the surgeon of the hospital, that the locking screw doesn't grab the shs in the thread. Nail stayed in the patient without locking.